Manufacturer narrative:
The problem was due to a components failure (resonator and diode pump module). After the replacement of these components, the laser system restarted to work correctly.

Manufacturer narrative:
We are waiting for add'l info.

Event description:
The laser system has the following problem: "the system shows the error message: power low - 40%".